Manufacturer narrative:
Unit was received stuck in critical pump error (open book image) and partial white display due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors and partial white display. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label, corrosion on force sensor assembly, corrosion on motor home switch and corrosion in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received a critical pump error alarm. Customer's blood glucose was 3.7 mmol/l. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.